Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.please see medwatch report # 3004209178-2013-96895.

Event description:
It was reported that the customer was in the hospital and the insulin pump was alarming no delivery. The blood glucose reading at time of call was 128mg/dl. It was stated that they do not know how to resolve the issue and requested a replacement. No further information was provided.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion and prime or verify excessive no delivery alarm due to buttons not responding.